Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported plunger retraction problem and irregular appearance could not be determined. Factors that may contribute to plunger retraction problem include, but are not limited to, user closes foot before suture deployment (i.e., before plunger fully retracted proximally) or suture snag. The reported suture was too short was likely due to suture getting snagged/caught. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5 describe event or problem: updated. D9 device available for evaluation updated from yes to not returning.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, a failure occurred during deployment. The plunger was depressed, and the plunger was removed from the body of the device; however, the plunger could not be completely removed because the suture was attached to the plunger and was too short to wrap around the quick cut cutter. The physician then used a scalpel to cut and remove the suture. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the minimal calcified right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a failure occurred during deployment. The plunger was depressed but the plunger could not be pulled back and the suture was too short and could not be wrapped around the quick cut cutter, so the physician used a scalpel to cut and remove the suture. The sheath was upsized to a 16f, and the tavr procedure was completed. Hemostasis was achieved with a non-abbott covered stent. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.